Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes therapy consultant reported vie email that the customer had an emergency medical services visit for a low blood glucose level 5 years ago. Customer declined a transfer to the help line.